Event description:
The customer reported that the device was not cutting tissue. There was no pt injury. The device was returned to covidien and visual inspection discovered that the clear insulation was damaged.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.